Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer¿s sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 138 mg/dl and the sensor glucose was 52 mg/dl at the time of the incident. Customer was in bed when the alarms went off, and has changed their sensors, but still have low blood glucose reports. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer was instructed to monitor sensor glucose performance. The customer was advised replacement sensors will be sent out. The sensor will not be returned for analysis.